Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, an aneurysm enlargement (to 7.5cm) and type iiib endoleaks of the cuff and main body with minimal overlap between the two (2) devices were detected during routine follow-up cta. The physician will continue to monitor the patient who is reportedly doing well. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported events of the type iiib endoleak (and stent cage dilation) of the proximal extension device. The complaint is most likely device-related due to strata material, in combination with heavy calcifications at the neck and iliacs (cautionary). Procedure-related harms could not be determined, and the final patient status was reported to be doing well. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Correction: h6; h7; h9 device code - remove 1354, 3026 conclusion code - remove 11.

Event description:
Additional information received confirming that the physician unsuccessfully attempted repair on (B)(6)2019 due to the inability to gain access to the patient's right iliac artery. The physician attempted to treat with a perclose proglide (non-endologix) device which became stuck in the patient's vessel; patient was transitioned to a cut-down femoral artery procedure, and the device was successfully removed. The final angiogram showed no endoleak, but there was presence of minimal overlap between the bifurcated and proximal extension devices. The patient tolerated the procedure well. In addition, clinical assessment confirmed that stent cage dilation of the bifurcated device was also present. This report is only for the bifurcated stent graft. Please refer to MFR. Report # 2031527-2018-00851 for report to the suprarenal aortic (proximal) extension.